Event description:
It was reported that balloon rupture occurred. The target lesion was 80% stenosed and was moderately tortuous and mildly calcified. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was selected for treatment and advanced for dilation. During the procedure, the balloon burst after 1 minute of inflation at rated burst pressure. The device was removed and replaced for a different model to complete the procedure. There were no patient complications reported.